Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received by baxter. The device evaluation is still in progress. When complete, a supplemental report will be filed.

Event description:
It was reported that a device experienced a constant door not fully latched message. Any pt involvement, injury or medical intervention is unk.